Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their battery was replaced due to normal battery depletion. The patient further stated she depleted her battery faster than anyone else and does not know if that was considered normal. The patient noted it last about 2.5 to 3 years. The patient confirmed she had a higher setting than normal. The patient noted she never turned her device off. The patient noted her battery had depleted and needed a replacement anyway, but her implant pocket also became big and the implant battery was just flipping around. There were no further complications that have been reported as a result of this event. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.